Event description:
It was reported to merit that one tracheobronchial stent had been placed within the right main stem bronchus in (B)(6) 2012 for a benign condition of the pt. The stent had fractured and there was some tissue ingrowth. The pt developed a strong chronic cough while the stent was in place. The physician attempted to remove but was uncomfortable with the removal process. The pt was referred to another physician and facility where the stent was removed without any complication. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. Lot number of the returned device was not provided. Implant date is a best estimate, specific date of implantation has not been provided. The device history record and complaint database can not be reviewed without the lot number. A follow up report will be submitted when the evaluation has been completed.